Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed b17 software update.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed b17 software update. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: b5, d5, e1(initial reporter, email addresss), e2, e3, g2. Getinge field service engineer (fse) during b17 software update unit failed. Ordered and replaced executive processor board. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The nrc received the following parts associated with this complaint executive processor board. This part was received with a reported unit failure of software b17 update. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec processor board into the cardiosave and tested to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision q. The nrc verified the failure of update b17 software. Exec processor board failed testing. Sending the board to the supplier for failure analysis. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.